Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant of an subcutaneous implantable cardioverter defibrillator (s-ICD) in a (B)(6) patient, induction testing was performed. The s-ICD delivered a 65 joule shock which converted the arrhythmia. The patient was asystolic for five seconds post-conversion and the s-ICD only delivered one post shock pacing pulse. No adverse patient effects were reported. The patient does have hypertrophic cardiomyopathy. Boston scientific technical services (ts) was contacted as there is a concern about the post-shock function of the s-ICD. The ts consultant discussed post-shock pacing function in the s-ICD system. A memory download was to be obtained and submitted for further review. The physician that was present during this event is from germany and was assisting with the s-ICD implant.

Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A ts consultant reviewed the data and discussed that prior to delivery of the induction energy, sensing was appropriate/ a fast rhythm was induced which was sensed by the device and a 65 joule shock was delivered which converted the rhythm. Post-shock, the patient's rhythm was asystolic and s the device was not sensing an intrinsic rhythm, it emitted a post-shock pacing pulse which does capture. After this pulse, there is some low amplitude noise that was detected and inhibited any further post shock pacing. This resulted in 5.5 seconds of asystole until the patient's qrs intrinsic activity started again. It is not clear as to what the source of the noise was; however, muscle spasms are a reasonable possibility. The information was sent to the physician. No adverse patient effects were reported.